Event description:
An end user called in to state they developed a rash under the pouch comfort panel.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stopped usage of the device and ointment containing cortisol was applied to the affected area. The end user saw a dermatologist who the end user stated will conduct an allergy test; the package insert was also faxed to end user to provide to their dermatologist in order to determine possible allergies to the pouch comfort panel. A review of the complaints for the previous 12 months, for this device indicated that this was the only complaint recorded for this device. No complaint sample was received, thus the complaint cannot be confirmed. No additional patient/event details have been provided to date. Should additional information become available for follow-up report will be submitted. A return sample for evaluation is not expected.